Manufacturer narrative:
.

Event description:
The patient reported that her pump was filled with hydromorphone (concentration and dose not reported). The patient stated she is allergic to this medication. The patient reported that she had an unspecified adverse event one to two days after implant, and was then released from the hospital, but she wasn't feeling well. The patient stated she was itching and vomiting. The patient was readmitted to the hospital for treatment of a severe reaction (vomiting, rash, couldn't walk, disoriented, dehydration), and the patient was kept in the hospital. The pump was turned off. The patient spent three days in the hospital and was then released. The patient also reported having cerebral spinal fluid headaches for almost three weeks after the implant. The patient saw a neurologist and this issue was resolved. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.